Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during cleaning of a navigation device was dropped. The tip of the device broke off during a procedure. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Event description:
It was reported that during cleaning of a navigation device was dropped. The tip of the device broke off during a procedure. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.